Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
The service representative from a third part went on site for investigation. The technician on side was able to confirm the reported issue and traced the failure to a defective patient pump. The service representative replaced the patient pump to solve the issue and the unit was returned to its normal service. However as the pump was not made available the root cause could not be determined.